Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-15. H6: investigation summary a device history record review was completed for provided lot number 2104505. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one reference sample was returned for evaluation by our quality engineer team. The gauge of the tip was analyzed and the dimensions were found to be correct. Leakage testing was also carried out and no signs of leakage or poor connection were identified. To further investigate this issue, twenty retained samples were obtained. The retained samples did not reveal any signs of defect. Per the provided feedback, it is possible that the reported leakage resulted from an ineffective luer slip fitting between the needle and syringe tip. It is also possible that the issue resulted from low engagement force. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that 4200 bd discardit¿ ii 10 ml syringes leaked. The following information was provided by the initial reporter: " there is 15-20% drug leakage from the syringe tip during anesthesia when the syringe is inserted into quincke needles."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4200 bd discardit¿ ii 10 ml syringes leaked. The following information was provided by the initial reporter: "there is 15-20% drug leakage from the syringe tip during anesthesia when the syringe is inserted into quincke needles."